Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u727 and u728 components on the distribution node pca. A root cause could not be positively identifed. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt failed incoming pulse testing.